Event description:
The ge oec 9900 fluoroscopy system had a failure of the vertical lift column.

Manufacturer narrative:
A ge oec service representative investigated the issue and found defective ps3 power supply for the vertical lift column. The ps3 power supply was replaced. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.